Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had received an evolut fx valve implant developed sudden clinical symptoms and significant aortic valve insufficiency six months after the initial procedure. The evolut valve exhibited leakage to a degree that necessitated further intervention. A redo transcatheter aortic valve replacement was performed using a non-medtronic valve, during which the second valve dislodged in the left ventricle, requiring surgical intervention. During surgery, a damaged leaflet of the evolut valve was observed.

Event description:
It was reported that a patient who had received an evolut fx valve implant developed sudden clinical symptoms and significant aortic valve insufficiency six months after the initial procedure. The evolut valve exhibited leakage to a degree that necessitated further intervention. A redo transcatheter aortic valve replacement was performed using a non-medtronic valve, during which the second valve dislodged in the left ventricle, requiring surgical intervention. During surgery, a damaged leaflet of the evolut valve was observed. Additional information was received that an echocardiogram six months following the valve implant showed severe valvular leakage. The valve leaflets were noted to be smooth and not thickened, with an oscillating structure visible that was questionable for vegetation. Approximately seven months post-implant, during the replacement procedure, the non-medtronic (merill octacore 26) valve moved into the left ventricle resulting in the patient going to surgery for removal of the non-medtronic valve. The frame of the medtronic valve remained implanted in the native annulus but the leaflets were removed and a second non-medtronic (merill octacore) valve was placed inside the frame.

Manufacturer narrative:
Updated: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had received an evolut fx valve implant developed sudden clinical symptoms and significant aortic valve insufficiency six months after the initial procedure. The evolut valve exhibited leakage to a degree that necessitated further intervention. A redo transcatheter aortic valve replacement was performed using a non-medtronic valve, during which the second valve dislodged in the left ventricle, requiring surgical intervention. During surgery, a damaged leaflet of the evolut valve was observed. Additional information was received that an echocardiogram six months following the valve implant showed severe valvular leakage. The valve leaflets were noted to be smooth and not thickened, with an oscillating structure visible that was questionable for vegetation. Approximately seven months post-implant, during the replacement procedure, the non-medtronic (merill octacore 26) valvemoved into the left ventricle resulting in the patient going to surgery for removal of the non-medtronic valve. The frame of the medtronic valve remained implanted in the native annulus but the leaflets were removed and a second non-medtronic (merill octacore) valve was placed inside the frame. Additional information was received that the severe valvular leakage was central aortic regurgitation.

Manufacturer narrative:
Image review: 15 short video clips provided with limited views and the inability to clearly visualize the prosthetic leaflets. No dicom images provided. Transthoracic echocardiogram (tte) views from approximately one month post-implant show possible paravalvular leak (pvl) versus eccentric aortic regurgitation on anterior and posterior sides of the valve. Mild mitral regurgitation noted. Tte views from six months post-implant show severe aortic regurgitation and moderate mitral regurgitation. Transesophageal echocardiogram (tee) views from six months post-implant show severe aortic regurgitation with a mobile echogenic structure seen inside the valve frame, possible tissue/mass/thrombus or torn leaflet. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.